Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via the right radial artery. The 80% to 90% stenosed, 34mm x 2.75mm, concentric, de novo target lesion with a significant bend of >45 degrees was located in the severely tortuous and moderately calcified left anterior descending artery. The lesion was engaged with a 6f ebu 3 guide catheter and wired with a non-bsc guide wire. After pre-dilatation was performed with a maverick balloon catheter, a 2.75x38mm promus element drug-eluting stent was advanced to treat the lesion. However, the stent could not track and when tried further the distal portion of the stent strut got damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.